Event description:
The rptr stated that three needle drivers have broken during surgery in which the achillon achilles tendon suture system was being used. Integra has requested additional clinical info. The surgical procedure was prolonged by about fifteen minutes.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.